Manufacturer narrative:
One therapy pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. There is no fault found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported to philips that the device experienced a "pacer equipment malfunction". There was no reported patient involvement/adverse patient impact.